Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information that a dreamstation avaps 30 device had an alleged service required alarm that requires the replacement of the main printed circuit board assembly. It was further alleged that there was foam degradation observed in reference to the voluntary field safety notice/recall z-1973-2021. There is no allegation of serious or permanent harm or injury. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer received information that a dreamstation avaps 30 device had an alleged service required alarm that requires the replacement of the main printed circuit board assembly. It was further alleged that there was foam degradation observed in reference to the voluntary field safety notice/recall z-1973-2021. There is no allegation of serious or permanent harm or injury. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.